Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument was observed to have a frayed cable. There were no reports of patient involvement or patient injury.